Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed. The mechanism assembly was inspected, and no damages nor issues were observed that would cause the dislodging of the soft cannula. The cause of the reported dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels reached 19.9 mmol/l (358.2 mg/dl) while wearing the pod on the arm between 24 and 36 hours. The patient noted the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.